Event description:
The customer reported that when the 9600 system was plugged into the wall, the breaker tripped without turning the system on. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The battery charger board was replaced. The system was tested and operates as intended.